Event description:
It was reported by the aci vascular closure specialist that (B)(6), male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f, sheath, 10cm (model unknown). A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site and the vessel size to be 7 to 8mm. Peri-procedure the patient was anticoagulated with an angiomax infusion, brilinta, aspirin and integrilin (bolus x2 and infusion post-procedure). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU without any complications. Tissue tract oozing was noted approximately 3.5 minutes post-hold. After moving the patient from the procedure table to the stretcher, a hematoma, approximately the size of a "lemon" but not greater than 6cm was noted. Manual compression was held for approximately 5 to 7 minutes after which time a femostop was applied with non-occlusive pressure. The patient left the cath lab in a stable condition without any further bleeding noted. It was reported that the patient was hospitalized for an unknown amount of time for undisclosed reasons, unrelated to the mynx device/ mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1312403) indicated that the device lot met all established performance criteria prior to shipment.